Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer experienced clogging during the flow check. Verbatim: consumer reported finding clogged pen needles during flow check- informed consumer of the non patient end placement. Consumer noted was using prior to this supply of 2nd gen, she was using the nano for over 10 years without issues lot #: 0154672 catalog#: 320550 date of event: unknown samples status awaiting sample - unused from this box. Consumer reported finding clogged pen needles during flow check- informed consumer of the non patient end placement. Consumer noted was using prior to this supply of 2nd gen she was using the nano for over 10 years without issues lot #: unknown = 2 boxes catalog#: 320550 date of event: unknown samples status discard."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0154672, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-02. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer experienced clogging during the flow check. Verbatim: consumer reported finding clogged pen needles during flow check- informed consumer of the non patient end placement. Consumer noted was using prior to this supply of 2nd gen, she was using the nano for over 10 years without issues lot #: 0154672, catalog#: 320550. Date of event: unknown samples status awaiting sample - unused from this box. Consumer reported finding clogged pen needles during flow check- informed consumer of the non patient end placement. Consumer noted was using prior to this supply of 2nd gen she was using the nano for over 10 years without issues lot #: unknown = 2 boxes, catalog#: 320550. Date of event: unknown samples status discard."